Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open coronary bypass procedure while doing the coronary anastomosis, the suture thread broke. Another suture from another batch was used to resolve the issue and complete the case. There was no patient injury.